Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "[surgeon] revised [patient's left] hip due to pain [surgeon attributed] to trunnionosis...removed the femoral head from the stem and there was noticeable black debris inside of the head and on the trunnion of the stem. [Surgeon] revised the hip to a restoration modular stem with a biolox head. He also changed the liner."

Manufacturer narrative:
An event regarding alleged elevated ion levels and corrosion involving a metal head was reported. The reported events were confirmed by medical review. Method & results: product evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant revealed that "on (B)(6) 2008 he underwent a primary left total hip arthroplasty for a diagnosis of degenerative arthritis of the left hip. When seen on (B)(6) 2008 it was noted, "left hip feels great x-ray unchanged no longer any clunking complains of right hip." On (B)(6)2010 a primary right total hip arthroplasty was performed for degenerative arthritis of the right hip. An office visit note on (B)(6), 2010 states, '' doing very well ambulating with cane, x-ray well-positioned no subsidence." ... On (B)(6) 2011 it was noted, "complains of right hip aches laterally since the summer ... Also complains of right shoulder pain. Left hip feels great. When seen on (B)(6)2013 it was noted," more pain in right hip. X-ray: some subsidence with, maybe, some proximal windshield wiping of femoral component." The plan was revision of the stem. On (B)(6) 2013 a revision of the right femoral component and resection of heterotopic ossification was performed for a post-operative diagnosis of "aseptic loosening right femoral component, and heterotopic ossification". The operative report notes the heterotopic ossification was resected and the short external rotators, the femoral component was grossly loose and easily removed with a vice grip slap hammer, ... On (B)(6) 2017 the office visit note states, "complains of pain in right knee and left hip of three to four months' duration on (B)(6)2017 a mars MRI report of the left hip notes, ''no mr findings for adverse soft tissue response." On december 13, 2017 it was noted, "still has some left lateral hip pain. Impression: trunnionosis left hip with elevated cobalt/chromium ratio. On (B)(6) 2018 a revision of the left femoral component and a poly exchange was performed for a diagnosis of trunnionosis and mechanical loosening of the left femoral component. The report notes, "femoral head removed extensive corrosion on trunnion with black debris . Implant showed grossed motion ... Easily extracted .there is no examination of explanted components, no radiographic evidence of stem loosening or subsidence bilaterally, no mars mr evidence of altr, and no histopathologic diagnosis of altr, metallosis, alval, or pseudotumor formation. Modest elevation of a single blood cobalt level in a patient with longstanding bilateral total hip arthroplasties is not diagnostic of trunnionosis. Pain from heterotopic ossification in the iliopsoas tendon or greater trochanteric bursitis could explain this clinical history. There is no confirming evidence that factors associated with implant design, manufacturing or materials were responsible for this clinical situation." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusion: the reported events were confirmed by medical review. Pain from heterotopic ossification in the iliopsoas tendon or greater trochanteric bursitis could explain this clinical history. There is no confirming evidence that factors associated with implant design, manufacturing or materials were responsible for this clinical situation." Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "[surgeon] revised [patient's left] hip due to pain [surgeon attributed] to trunnionosis removed the femoral head from the stem and there was noticeable black debris inside of the head and on the trunnion of the stem. [Surgeon] revised the hip to a restoration modular stem with a biolox head. He also changed the liner." Update as per medical review received stated that " on (B)(6) 2018 a revision of the left femoral component and a poly exchange was performed for a diagnosis of trunnionosis and mechanical loosening of the left femoral component. The report notes, femoral head removed extensive corrosion on trunnion with black debris implant showed grossed motion easily extracted . Update as per medical review received stated "on (B)(6) 2017 it was noted, "still has some left lateral hip pain. Impression: trunnionosis left hip with elevated cobalt/chromium ratio. Plan: head, liner exchange.